Event description:
A nurse reported that knives were noted to be dull and unusable during surgery with no patient impact or clinically significant delay to the procedure.

Manufacturer narrative:
No sample has been received for evaluation. Lot number information has been received and is awaiting review. A root cause has not yet been identified. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).